Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated with three different programmers. No other equipment was enabled close to the patient, and last year the device battery had an estimated 2.5 years of longevity remaining. Although a magnet response was found, device replacement was recommended by technical services since device operation cannot be confirmed unless an interrogation is possible. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient never returned to the hospital for follow-up and told the physician that they wanted a second opinion. Therefore, no new information related to this event is available at this time.

Event description:
It was reported that this pacemaker was unable to be interrogated with three different programmers. No other equipment was enabled close to the patient, and last year the device battery had an estimated 2.5 years of longevity remaining. Although a magnet response was found, device replacement was recommended by technical services since device operation cannot be confirmed unless an interrogation is possible. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.